Event description:
Device 3 of 3; reference MFR report#3006705815-2019-00678, reference MFR report#1627487-2019-02678.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report#3006705815-2019-00678. Reference MFR report#1627487-2019-02678. It was reported that the scs system was explanted for lack of effective therapy.